Event description:
It was reported that a preloaded multifocal intraocular lens (iol), model drn00v, was implanted in the patient¿s left eye. During a postoperative examination, posterior capsular opacification (pco) was identified. The pco was treated with yag laser capsulotomy prior to the patient¿s enrollment in the study. The iol remained implanted, and no patient harm was reported. No additional information was provided.

Manufacturer narrative:
Section d6a: implant date unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4625-yag : surgical intervention. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.